Event description:
During procedure, the physician was using a harmonic scalpel when the tissue pad fell off into the pt. The piece was successfully retrieved and there was no pt injury.

Manufacturer narrative:
Upon receipt, visual inspection of the returned device revealed charring of the distal end and the tissue pad of the scalpel blade was missing from the device. Based on the device evaluation, the possible causes for this type of event are listed in the ascent healthcare solutions IFU: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." "Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." "Take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument." A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.